Event description:
It was reported that dual ended probe tip broken off in the pedicle while using to check screw hole integrity. There were no pt complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.